Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was recorded as high; cause was not known. Customer administered an insulin injection to address bg. During troubleshooting with technical support, no issues were identified with the pump or infusion set. Recommendation was made to consult with a healthcare provider regarding diabetes management.